Event description:
The account alleged that the foot end brake casters were swiveling while in brake mode. No patient impact.

Manufacturer narrative:
The account replaced the brake steer caster, brake casters, brake activation weldment, the brake rocker arm and the connecting brake steer rod to resolve the issue.